Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. Based on the photo provided the investigation was limited and the failure mode could not be confirmed . A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for abnormal gel separation with the incident lot was not determined. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gel smearing occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "specimen collection details: sample came from gp. Details of specimen collection not known. Sample collection time at 8.20 am. Specimen arrived and processed at 2.18 pm same day. Centrifugation protocol: kubota, swing bucket; 3500 rpm for 10 minutes. Lot no.: lot number 8115562 exp date: 2019-10. Other information: test requested: hba1c, glucose,lipid, lft, rft, urine microalbumin also collected edta and fluoride tube".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel smearing occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: "specimen collection details: sample came from gp. Details of specimen collection not known. Sample collection time at 8.20 am. Specimen arrived and processed at 2.18 pm same day. Centrifugation protocol: kubota, swing bucket, 3500 rpm for 10 minutes. Lot no.: lot number 8115562, exp date: 2019-10. Other information: tests requested: hba1c, glucose,lipid, lft, rft, urine microalbumin. Also collected edta and fluoride tube."